Manufacturer narrative:
This event occurred in (B)(6). Waiting for the return of the product.

Event description:
The customer stated that on (B)(6) 2016 she had an operation and was prescribed clexane from (B)(6) 2016 until she opted to stop it on (B)(6) 2016. Using her coaguchek xs meter (serial number (B)(4)), on (B)(6) 2016 she obtained a result of 1.1 inr. On (B)(6) 2016 she obtained a result of 1.2 inr. On (B)(6) 2016 she obtained a result of 1.4 inr. On (B)(6) 2016 she obtained a result of 1.5 inr. On (B)(6) 2016 the result from her meter was 1.9 inr. On (B)(6) 2016 she obtained a result of 2.1 inr on the coaguchek xs meter (serial number (B)(4)). She felt the result was too low and stopped taking her clexane. On (B)(6) 2016 she went to the doctor and he found a venous thrombosis in her arm. She was treated with an unltrasound and her arm was bandaged. Her marcumar dose was increased. It was reported that additionally the customer got a compression stocking. It was reported that the customer's therapeutic range is 2.5- 3.0 inr. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The relevant retention test strips (lot 205399-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). There were no error messages that occurred. The retention samples were inconspicuous. The retention material performed as specified. The customer returned the suspect strips and the meter. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 205399-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The returned customer material and retention material perform as specified. The allegation has not been substantiated.